Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implanted collamer lens in pt's right eye. Lens was removed due to flat vault. Lens was exchanged for a longer lens. Add'l info has been requested but none has been forthcoming. When add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): eval: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).